Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the collar wash waste valves (solenoid valves) to resolve the issue. No further leaking or spitting from the reagent probe was detected. (B)(4).

Event description:
The customer called to report to beckman coulter (bec) that on the morning of (B)(6) 2015, they ran the positive dat (drug of abuse) control samples on the unicel dxc 800 pro synchron system and the results were negative. It was discovered that reagent probe a was leaking. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.